Manufacturer narrative:
Potential lot numbers: 3296896, 3314632, 3338867. Potential expiration dates: 10/19/2021, 11/14/2021, 12/28/2021. Potential device manufacturer's dates: 10/25/2016, 11/30/2016, 01/03/2017. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a portex® bivona® 7.0mm adult tts¿ tracheostomy tube had a pinhole tear on the posterior side of the tube cuff, along the seam, about "2/3" down from the top. The issue was discovered by the home health nurse while the device was in use on the patient; the patient was on his ventilator for 5-6 hours and then started coughing. The nurse deflated the pilot balloon and retrieved only 2-3cc sterile water back. The cuff was originally filled with 8-9cc sterile water. It was noted that the cuff patency was tested prior to use. The reporter suspected the ventilator was an issue as it had been recently changed but it did not resolve the issue. The reporter suspected the patient anatomy caused the issue so an endoscopy was conducted, which yielded normal anatomy. It was noted that the patient's trachea was "bigger than... Expected". The patient had to be removed from the ventilator for the rest of the night due to discomfort from coughing. The patient was placed on a larger tracheostomy tube. No permanent injury was reported. See MFR: 3012307300-2017-00597, 3012307300-2017-00617, 3012307300-2017-00618, 3012307300-2017-00619, 3012307300-2017-00620, 3012307300-2017-00621, 3012307300-2017-00622, and 3012307300-2017-00635

Manufacturer narrative:
The customer reported that eight devices contributed to eight reported events (one device per event). The customer returned four devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the four returned devices will be used for the medwatch. The following MFR were submitted related to the evaluation: 3012307300-2017-00617, 3012307300-2017-00618, 3012307300-2017-00619, 3012307300-2017-00620, 3012307300-2017-00621, 3012307300-2017-00622, 3012307300-2017-00623, and 3012307300-2017-00597. Four bivona® 7.0mm adult tts¿ tracheostomy tubes were returned for investigation. During functional testing, the four returned device cuff were inflated with 16cc's of air and submerged in water. The device cuffs were unable to fully inflate and immediately deflated as air escaped from a small hole in the cuff. Visual inspection of the devices cuffs found tiny scratches next to the observed holes on the cuffs. All four returned samples found similar scratches/holes in the same location on each cuff. The device cuffs were then removed from the returned devices and the wall thickness was measured using a thickness gage. All four cuffs passed wall thickness specification. Investigation was unable to determine the root cause holes on the tracheostomy tube cuffs.